Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced multiple low blood glucose events. Blood glucose reading were 50 mg/dl, 56 mg/dl. The customer treated with food. It was unknown that auto mode was used or not. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer will continue to use the device.